Manufacturer narrative:
Continuation of d10: product ID 977a260 serial#(B)(6) implanted: (B)(6) 2014 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-may-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the lead was discovered to have been previously cut and noticed during the battery replacement. Once the pocket was opened to replace the battery, the healthcare provider (hcp) discovered the lead was cut. The lead was left as is, with the plan to perform a lead revision in the near future. The patient reported the ins had been dead for over a year and was not functional, and patient had not used in over a year. Event date is unknown and the cause was not determined. The battery was replaced with the plan to revise the leads at another time, so the issue is not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that explanted ins was kept and disposed of by the surgery center. Will update when new info is available.